Event description:
Ous MDR - boston scientific received information that pacing failure was observed with this right ventricular lead. During the device check, pacing threshold measurements had increased and loss of capture was noted. R-wave sensing had decreased as well. The device was reprogrammed to increase pacing outputs and adjust sensitivity. An x-ray was performed, which revealed the device had migrated in the pocket such that tension was placed on the rv lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.